Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a dirty scope or dirty contacts of the device led to the malfunction, resulting in the scope communication error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer was instructed to clean the contact pins on the scope and blow a bit of air on the clv-190 connector before plugging the scope in, then turn the tower on. Image is now working. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer called olympus to request onsite technical support due to b30 errors on the evis exera iii video system center. There were no reports of patient harm.